Event description:
It was reported that this right ventricular (rv) lead was capped due to high pacing impedance observed. Also, the pacemaker was explanted at the same surgical procedure. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).